Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A f/u report will be provided.

Event description:
At end of the extraction from the buffy coat (dendritic cells), after about 9 liters of blood volume was processed, the operator became aware of air bubbles in the sampling side, saline (nacl) tubing sys. A leak in the tubing of the set could not be found, despite intensive searching. These air bubbles caused a foam in the sampling tube (ie - blood flowed from the autologous donor toward the centrifuge machine), although only slightly, but was still clearly visible and caused a shift of the interface in the centrifuge tube. For safety, the procedure was terminated prematurely and the remains were left in the blood tubing set. No medical intervention was necessary. The collected buffy coat could be used. The disposable set is unavailable for eval because the customer discarded it. This report is being filed in response to the customer filing a sae report with local authorities.